Event description:
It was reported that the remote monitoring transmission showed the implantable cardiac monitor (icm) had episodes of oversensing and undersensing. The icm is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).